Manufacturer narrative:
(B)(6)2021. Product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Blood - mouth [mouth haemorrhage] scratch on roof of mouth [mouth injury] mouth discomfort [oral discomfort] product counterfeit [product counterfeit] after a minute of use the brushhead replacement had broken [device breakage] case description: consumer letter states that while brushing the replacement brushhead broke and fell off. The metal peg then scratched roof of mouth with a bit of blood and minor discomfort. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Blood - mouth [mouth haemorrhage]. Scratch on roof of mouth [mouth injury]. Mouth discomfort [oral discomfort]. Non-genuine [suspected counterfeit product]. After a minute of use the brushhead replacement had broken [device breakage]. Consumer letter states that while brushing the replacement brushhead broke and fell off. The metal peg then scratched roof of mouth with a bit of blood and minor discomfort. No serious injury was reported.